Event description:
Taxus express japan post market surveillance study it was reported that following a coronary drug eluting stenting treatment procedure the patient presented with unstable angina and restenosis. The index procedure placed a 3.5x16mm taxus express2 stent in the mid right coronary artery (rca). In 01/2010, the patient presented with unstable angina and had positive ECG changes. A 90% stenosed, 3.5x24mm lesion was revealed in the distal rca. Treatment placed an unspecified taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 3 days later. In (B)(6) 2010, the 2 year study follow up visit was performed which showed no anginal symptoms.

Event description:
It was further reported that the index target lesion was a 90%, 3.5x12mm lesion. Treatment utilized pre and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on bayaspirin and plavix. Per the physician, the restenosis was "possibly" related to the study stent.

Event description:
(B) (4). It was reported that following a coronary drug eluting stenting treatment procedure the patient presented with unstable angina and restenosis. The index procedure placed a 3.5x16mm taxus express2 stent in the mid right coronary artery (rca). In (B) (6) 2010, the patient presented with unstable angina and had positive ECG changes. A 90% stenosed, 3.5x24mm lesion was revealed in the distal rca. Treatment placed an unspecified taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 3 days later. In (B) (6) 2010, the 2 year study follow up visit was performed which showed no anginal symptoms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be anticipated procedural complication. (B) (4).

Manufacturer narrative:
(B)(4).